Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that there were multiple failed attempts to cross into the left ventricle (lv). It was also reported that the device was unable to deliver or advance: the cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy and resistance at innominate artery preventing successful delivery of impella. The patient was reported to have survived the procedure.